Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted and difficult to retrieve. The device was removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted and difficult to retrieve. The device was removed. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with pulmonary embolism. At some time post filter deployment, it was alleged that the filter was tilted and difficult to retrieve. The device was removed. T he current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years of post-deployment, a computed tomography of kidney, ureter and bladder was performed which showed caval filter was noted with considerable tilt. The left sided legs flair outward and cross the midline, likely indicating perforated cava. Around, one year later, patient was planned for filter retrieval procedure. The filter was noted to have some filter like penetration, but otherwise the filter components are intact and the filter in normal position. Venography showed patent infrarenal vena cava. Filter in straight alignment. The filter hook was partially embedded in the inferior vena cava wall which required advanced endovascular techniques. Through the right jugular vein approach, an attempt was made to snare the filter hook, but it was noted to be likely embedded or with tissue preventing complete snaring of the hook. Endovascular bronchoscopic forceps were then used through the sheath access to manipulate the filter and try and free up the hook. The filter was able to be released with careful dissection but upon pulling it became inverted. Through the right femoral vein access, a venography was performed. Bronchoscopic forceps from both the jugular and femoral access, the filter was able to be manipulated endovascularly and freed up completely. A snare was then used from the femoral access to grab the hook and remove the filter. Repeat venogram was performed. Therefore, the investigation is confirmed for filter tilt, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.